Event description:
It was reported that during the implant procedure, the surgeon tried to position the new lead. The first position didn't show good pacing-values, so he tried again but could not insert the stylet again after the first attempt. Due to this he had to remove the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) upon inspection, it was noted that the distal conductor had obstruction due to blood/fluid. The lead was damaged during the implant process.